Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had no button response on up arrow button due to corroded keypad traces. The insulin pump did not react on its own.no number ramping or scrolling screens noted during testing. No moisture damage noted on electronic assembly or on motor. The insulin pump had a scratched display window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer reported that the numbers were ramping up on the screen. The customer reported that they received a button error alarm. The customer's blood glucose was 137 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.